Event description:
It was reported that an intracranial hemorrhage occurred. An ekosonic endovascular device was selected for use during a pulmonary embolism thrombolysis. A bolus of 6mg of tissue plasminogen activator (tpa) was administered prior to activating the ekos therapy, then during treatment the tpa was delivered at 0.5 mg/ hr. Approximately 6 hours into treatment, and intracranial hemorrhage was suspected, and a head computed tomography scan was performed to confirm the intracranial hemorrhage. Patient was transferred to another hospital. No known surgery was performed. No further information is known at this time.